Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4396-88 lead, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the emergency room on two separate occasions after their device alerted due to high impedance on the right ventricular (rv) lead. Lead impedance values had suddenly increased two months after the implant procedure. It was further reported that the patient was admitted to the hospital for a revision after the physician suspected a device header or device setscrew issue. The rv lead was tested and all measurements found to be normal. The device was explanted and replaced. No patient complications have been reported as a result of this event.